Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.0-13.5cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasions were noted at 10.0-11.5cm and 25.4-26.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the rv shock coil were noted at 3.8-3.9cm, 4.3-4.4cm, and 4.4-5.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.2-5.9cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that lead exhibited high impedance and possible fracture. Fluoroscopy revealed externalized conductors. Lead was capped.